Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray confirmed that the cathode coil was necked-down near the terminal end which blocked the passage of a stylet and subsequently contributed to the observed helix issues. The dislodgement allegation was not confirmed as the lead tip appeared normal. The failure-to-capture allegation was not confirmed as the lead resistances measured normal. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) due to dislodgement. Attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without incident. No adverse patient effects were reported.